Manufacturer narrative:
(B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the access line multi connector of a prismaflex st100 set due to a "bad connection". This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional air leak test was performed, and a leak was observed at the level of the y multi connector between the access and pre blood pump lines. Further evaluation revealed a non-homogenous mark of solvent on the tubing at the area of the leak. The lines of the set are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to supplier manufacturing, specifically the inadequate application of solvent at the connection point. Should additional relevant information become available, a supplemental report will be submitted.